Event description:
It was reported that decreased r-wave amplitude and a rise in threshold were observed. The patient noted falling and felt slight discomfort beneath the left side of rib cage. Micro-perforation of the rv tip electrode was suspected. The patient will be monitored. The patient is in stable condition.

Manufacturer narrative:
(B)(4).